Event description:
A customer contacted beckman coulter inc. (Bci) stating they found a puddle under the unicel dxc 800 pro synchron chemistry analyzer. The cause of the leak was found to be the y fitting on the side of the no foam bottle. The customer did not come in contact with the no foam.

Manufacturer narrative:
The customer replaced the fittings and this resolved the issue. A field service engineer (fse) visited (B)(6) 2010 to assure that parts shipped were installed properly. The issue has been resolved.